Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 110 units of insulin. Reportedly, customer loaded more insulin to address the issue. There was no adverse impact to customer's blood glucose.